Event description:
It was reported that the white bond part at the proximal end of the peel-away sheath split. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed but the exact cause remains unknown. One 4.5 fr microez microintroducer was returned for evaluation. The product information label indicated lot: redw1295. The grey sheath has not been peeled and was returned with the dilator present. The dilator was observed to be curved and slightly bent. Blood residue was visible within the device. Microscopic observation of the sheath tip revealed it to be bunched inwards. Two regions with the most severe deformation appear to be on opposite ends of the sheath tip orifice. Based on the damage observed, possible contributing factors include advancement against resistance. The product instructions for use (IFU) states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ since the sheath tip was observed to be damaged, the complaint is confirmed but the exact cause remains unknown.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1295 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the white bond part at the proximal end of the peel-away sheath split. No other information was provided.